Event description:
The event is reported as: the endotracheal tube would not hold air. The reported defect was discovered while the device was being used on a pt for an unspecified medical procedure. The attending nurse noticed the defect during the procedure and switched out the device and was able to intubate the pt successfully. No pt injury reported.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation. The results of the investigation are not available at the time of this report.